Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070272) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("bloating cramps"), genital haemorrhage ("abnormal bleeding"), blindness ("vision/eye problems type: vision loss") and autoimmune disorder ("auto immune symptoms") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included morbid obesity. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criterion medically significant), blindness (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have the first episode of weight increased ("weight gain"), 8 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dermatitis allergic ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), rash ("leg rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut") and abdominal pain ("abdominal pain") and was found to have the second episode of weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant., salpingectomy (bilateral removal of fallopian tubes) and to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, the last episode of weight increased, diarrhoea and gastrointestinal disorder outcome was unknown, the insomnia was resolving and the urinary tract infection, dermatitis allergic, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and the first episode of weight increased with essure. The reporter considered abdominal pain, bladder disorder, dermatitis allergic, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Her demographic was added. Concomitant condition added. Events apareunia (inability to have sexual intercourse), vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes, leg rash, bladder or urinary problems or changes, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: leaky gut, gastrointestinal or digestive system condition type: leaky gut, abdominal pain, essure confirmation test(s) conducted, specify were added. Amendment: the report was also amended on (B)(6) 2018 for the following reason: correction following company internal coding review. The event gastrointestinal or digestive system condition type: leaky gut was recoded to meddra llt other disorders of intestine (intestinal disorder). Ppc updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain lower ('bloating cramps'), genital haemorrhage ('abnormal bleeding'), blindness ('vision/eye problems type: vision loss') and autoimmune disorder ('auto immune symptoms') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gastric bypass. Concurrent conditions included tubal ligation. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced rash ("leg rash"), headache ("headaches") and back pain ("back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criterion medically significant), blindness (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have the first episode of weight increased ("weight gain"), 8 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal rash ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have the second episode of weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in july 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, the last episode of weight increased, diarrhoea, gastrointestinal disorder, back pain and vulvovaginal pain outcome was unknown, the insomnia was resolving and the urinary tract infection, vulvovaginal rash, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and the first episode of weight increased with essure. The reporter considered abdominal pain, back pain, bladder disorder, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vulvovaginal pain, vulvovaginal rash and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Lab data added. Events back pain and vaginal pain added. Event device monitoring not performed is deleted as in the pfs - date ¿ (B)(6) 2008. Hysterosalpingogram (hsg) - result total bilateral occlusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070272) on 22-jun-2017. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('separate piece of coil is also present measuring 0.1 cm'), device expulsion ('misplaced intrauterine device'), foreign body reaction ('foreign body in the right fallopian tube, source of inflammation'), pelvic pain ('pain'), abdominal pain lower ('bloating cramps') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gastric bypass. Concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In october 2009, the patient experienced rash ("leg rash/ rash over scalp"), headache ("headaches") and back pain ("back pain"). In march 2013, the patient experienced fatigue ("fatigue"). In november 2013, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), blindness ("vision/eye problems type: vision loss"), autoimmune disorder ("auto immune symptoms"), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), foreign body reaction (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal rash ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), pain in extremity ("sharp pain in feet, hand, legs"), tooth fracture ("teeth cracked"), dental caries ("teeth decaying") and alopecia ("hair falling out"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy, bilateral salpingectomy, removal of essure device and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, foreign body reaction, pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, diarrhoea, gastrointestinal disorder, back pain, vulvovaginal pain, night sweats, pain in extremity, tooth fracture, dental caries and alopecia outcome was unknown, the insomnia was resolving and the urinary tract infection, vulvovaginal rash, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dental caries, device breakage, device expulsion, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, foreign body reaction, gastrointestinal disorder, genital haemorrhage, headache, nausea, night sweats, pain in extremity, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, vulvovaginal pain and vulvovaginal rash to be related to essure. The reporter commented: discrepancy- date(s) of removal: (B)(6) 2017, jul-2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Hysterosalpingogram - in november 2008: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- alopecia, teeth decayed, teeth cracked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage, device dislocation and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿foreign body in the right fallopian tube, source of inflammation" was recoded to the meddra llt: foreign body reaction. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070272) on 22-jun-2017. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('separate piece of coil is also present measuring 0.1 cm'), device expulsion ('misplaced intrauterine device'), salpingitis ('foreign body in the right fallopian tube, source of inflammation'), pelvic pain ('pain'), abdominal pain lower ('bloating cramps') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gastric bypass. Concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced rash ("leg rash/ rash over scalp"), headache ("headaches") and back pain ("back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), blindness ("vision/eye problems type: vision loss"), autoimmune disorder ("auto immune symptoms"), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal rash ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), pain in extremity ("sharp pain in feet, hand, legs"), tooth fracture ("teeth cracked"), dental caries ("teeth decaying") and alopecia ("hair falling out"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy, bilateral salpingectomy, removal of essure device and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, salpingitis, pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, diarrhoea, gastrointestinal disorder, back pain, vulvovaginal pain, night sweats, pain in extremity, tooth fracture, dental caries and alopecia outcome was unknown, the insomnia was resolving and the urinary tract infection, vulvovaginal rash, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dental caries, device breakage, device expulsion, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, nausea, night sweats, pain in extremity, pelvic pain, rash, salpingitis, tooth disorder, tooth fracture, urinary tract disorder, vulvovaginal pain and vulvovaginal rash to be related to essure. The reporter commented: discrepancy- date(s) of removal: (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- alopecia, teeth decayed, teeth cracked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage, device dislocation and salpingitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Events "separate piece of coil is also present measuring 0.1 cm, misplaced intrauterine device and foreign body in the right fallopian tube, source of inflammation " were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070272) on 22-jun-2017. The most recent information was received on 04-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('separate piece of coil is also present measuring 0.1 cm'), device expulsion ('misplaced intrauterine device'), foreign body reaction ('foreign body in the right fallopian tube, source of inflammation'), pelvic pain ('pain'), abdominal pain lower ('bloating cramps') and genital haemorrhage ('abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gastric bypass. Concurrent conditions included tubal ligation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced rash ("leg rash/ rash over scalp"), headache ("headaches") and back pain ("back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), blindness ("vision/eye problems type: vision loss"), autoimmune disorder ("auto immune symptoms"), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), foreign body reaction (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal rash ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), pain in extremity ("sharp pain in feet, hand, legs"), tooth fracture ("teeth cracked"), dental caries ("teeth decaying") and alopecia ("hair falling out"). The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy, bilateral salpingectomy, removal of essure device and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, foreign body reaction, pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, diarrhoea, gastrointestinal disorder, back pain, vulvovaginal pain, night sweats, pain in extremity, tooth fracture, dental caries and alopecia outcome was unknown, the insomnia was resolving and the urinary tract infection, vulvovaginal rash, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dental caries, device breakage, device expulsion, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, foreign body reaction, gastrointestinal disorder, genital haemorrhage, headache, nausea, night sweats, pain in extremity, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, vulvovaginal pain and vulvovaginal rash to be related to essure. The reporter commented: discrepancy- date(s) of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- alopecia, teeth decayed, teeth cracked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage, device dislocation and salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070272) on 22-jun-2017. The most recent information was received on 22-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain lower ('bloating cramps'), genital haemorrhage ('abnormal bleeding'), blindness ('vision/eye problems type: vision loss') and autoimmune disorder ('auto immune symptoms') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gastric bypass. Concurrent conditions included tubal ligation. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced rash ("leg rash/ rash over scalp"), headache ("headaches") and back pain ("back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal rash ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), pain in extremity ("sharp pain in feet, hand, legs"), tooth fracture ("teeth cracked"), dental caries ("teeth decaying") and alopecia ("hair falling out"). The patient was treated with surgery (bilateral salpingectomy )). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, diarrhoea, gastrointestinal disorder, back pain, vulvovaginal pain, night sweats, pain in extremity, tooth fracture, dental caries and alopecia outcome was unknown, the insomnia was resolving and the urinary tract infection, vulvovaginal rash, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dental caries, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, nausea, night sweats, pain in extremity, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, vulvovaginal pain and vulvovaginal rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- alopecia, teeth decayed, teeth cracked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070272) on 22-jun-2017. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain lower ('bloating cramps'), genital haemorrhage ('abnormal bleeding'), blindness ('vision/eye problems type: vision loss') and autoimmune disorder ('auto immune symptoms') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gastric bypass. Concurrent conditions included tubal ligation. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced rash ("leg rash"), headache ("headaches") and back pain ("back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criterion medically significant), blindness (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal rash ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats") and pain in extremity ("sharp pain in feet, hand, legs"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, diarrhoea, gastrointestinal disorder, back pain, vulvovaginal pain, night sweats and pain in extremity outcome was unknown, the insomnia was resolving and the urinary tract infection, vulvovaginal rash, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. The reporter considered abdominal pain, back pain, bladder disorder, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, nausea, night sweats, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract disorder, vulvovaginal pain and vulvovaginal rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Event added- night sweats, sharp pain in feet, hand, legs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5070272) on 22-jun-2017. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain lower ('bloating cramps'), genital haemorrhage ('abnormal bleeding'), blindness ('vision/eye problems type: vision loss') and autoimmune disorder ('auto immune symptoms') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gastric bypass. Concurrent conditions included tubal ligation. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced rash ("leg rash/ rash over scalp"), headache ("headaches") and back pain ("back pain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criterion medically significant), blindness (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("hormonal changes describe: early menopause symptoms"), hot flush ("hot flashes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: constant urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 8 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("much more experience since having essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal rash ("vaginal rashes/allergic or hypersensitivity reaction type: vaginal rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), diarrhoea ("gastrointestinal or digestive system condition type: leaky gut"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), night sweats ("night sweats"), pain in extremity ("sharp pain in feet, hand, legs"), tooth fracture ("teeth cracked"), dental caries ("teeth decaying") and alopecia ("hair falling out"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, vision blurred, muscle spasms, loss of libido, adverse event, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, diarrhoea, gastrointestinal disorder, back pain, vulvovaginal pain, night sweats, pain in extremity, tooth fracture, dental caries and alopecia outcome was unknown, the insomnia was resolving and the urinary tract infection, vulvovaginal rash, rash, headache and abdominal pain had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dental caries, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, nausea, night sweats, pain in extremity, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, vulvovaginal pain and vulvovaginal rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case the following were reported via social media- alopecia, teeth decayed, teeth cracked. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received.: reporter added, event added : teeth cracked, teeth decaying, hair falling out. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5070272) on 22-jun-2017. The most recent information was received on 26-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("bloating cramps"), genital haemorrhage ("abnormal bleeding"), blindness ("vision loss") and autoimmune disorder ("auto immune symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 8 years 5 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criterion medically significant), blindness (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), weight increased ("weight gain"), vaginal infection ("vaginal infections"), abdominal distension ("bloating cramps"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("early menopause"), hot flush ("hot flashes"), urinary tract infection ("urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and adverse event ("much more experience since having essure"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.) And surgery (to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, blindness, autoimmune disorder, amnesia, insomnia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, urinary tract infection, vision blurred, muscle spasms, loss of libido and adverse event outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. Most recent follow-up information incorporated above includes: on 26-oct-2017: case classification was updated to potential legal case and also new reporters was added. Product start and stop date was updated and also new events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070272) on 22-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps"), blindness ("vision loss") and autoimmune disorder ("auto immune symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 8 years 5 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), amnesia ("memory loss"), insomnia ("insomnia"), joint range of motion decreased ("loss of mobility in joints"), migraine ("bad migraine"), abdominal pain upper ("stomach pains"), feeling abnormal ("brain fog"), allergy to metals ("nickel allergies"), dysgeusia ("metalic taste"), vaginal disorder ("vaginosis"), weight increased ("weight gain"), vaginal infection ("vaginal infections"), abdominal distension ("bloating"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), premature menopause ("early menopause"), hot flush ("hot flashes"), urinary tract infection ("urinary tract infections"), vision blurred ("blurred vision"), muscle spasms ("muscle cramps") and loss of libido ("loss of sex drive/ low libido"). On an unknown date, the patient experienced adverse event ("much more experience since having essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, blindness, autoimmune disorder, amnesia, insomnia, joint range of motion decreased, migraine, abdominal pain upper, feeling abnormal, allergy to metals, dysgeusia, vaginal disorder, weight increased, vaginal infection, abdominal distension, mood swings, depression, anxiety, panic attack, premature menopause, hot flush, urinary tract infection, vision blurred, muscle spasms, loss of libido and adverse event outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, amnesia, anxiety, autoimmune disorder, blindness, depression, dysgeusia, feeling abnormal, hot flush, insomnia, joint range of motion decreased, loss of libido, migraine, mood swings, muscle spasms, panic attack, premature menopause, urinary tract infection, vaginal disorder, vaginal infection, vision blurred and weight increased with essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.